Event description:
The surgeon implanted a cc4204bf collamer lens. During the patient's post-op visit the patient had developed severe corneal edema with stromal swelling folds. Facility stated the reason was unknown. Patient was treated with pred forte in ocular qid. Edema slowly improved over 6 weeks. The patient's vision is 20/40 minus 2. The iol injector, model and lot # unknown. The iol injector cartridge, model and lot # unknown.